Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button was unresponsive. Contact confirmed the pump still turned on when plugged into a power source. There was no patient involvement as the pump was not used for insulin therapy.